Event description:
It was reported that during remote monitoring, high pacing impedance, elevated capture threshold, and oversensing noise resulting in automatic mode switch (ams) episodes were noted on the patient¿s right atrial (ra) lead. An x-ray was performed, and no detectable anomalies were observed. The cause of the event was determined to be a lead fracture. On (B)(6) 2025, the ra lead was capped and replaced with a new lead. The patient was discharged without any complications.